Event description:
During use of the device for a non-clinical activity, the user reported a color chip failure upon start-up. The interface module was tested with an alternate monitor, and the same color chip failure occurred. This test confirmed the failure was with the interface module. No other details regarding the nature of the event were provided. Since this event occurred during a non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.